Event description:
Customer claimed that the meter "isn't doing anything." When customer went to use meter, the screen was completely blank. She bought a new battery and took it to the pharmacy to have them troubleshoot and try to reset the meter, but it wouldn't power back on. Stated the test strips are fine.